Event description:
It was reported that the pump had stopped fill tubing at 9.8 units with multiple cartridges. During one of the attempts, the customer added insulin to the cartridge outside the load cartridge process. The customer's blood glucose level was in the 300's, however stated they had returned from lunch. The customer had alternative insulin therapy available. Additional information indicated the customer eventually completed fill tubing and was able to resume insulin delivery.

Manufacturer narrative:
The t:slim pump user guide cautions from filling a cartridge until prompted by instructions on the pump screen. The addition or removal of insulin from a filled cartridge will result in an inaccurate display of insulin level on the home screen. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.